Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced chest pain and discomfort. Patient went to the emergency room after noticing unspecified issues with the monitor. The healthcare facility could not interrogate the device and noted that the device was dead. The patient was noted to be in atrial fibrillation. After a few hours, device seemed to be working, and the patient was sent home. Technical services explained that the device records atrial fibrillation but is not designed to treat atrial arrhythmia. The device remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced chest pain and discomfort. Patient went to the emergency room after noticing unspecified issues with the monitor. The healthcare facility could not interrogate the device and noted that the device was dead. The patient was noted to be in atrial fibrillation. After a few hours, device seemed to be working, and the patient was sent home. Technical services explained that the device records atrial fibrillation but is not designed to treat atrial arrhythmia. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the device codes field (h6) in section h, patient codes.